Event description:
On (B)(6) 2022 patient in emergency department with persistant low flow alarms, but left before being seen. Attempted self intervention of amiodarone at home without success. Arrived back to emergency department (B)(6) with continued low flow alarms. On (B)(6) echo with echogenic mass on ao side of av extending into the aortic sinuses verified with CT scan. Echo also with slightly increased. Lvidd from (B)(6). Left ventricule decompresses slightly with increase in speed of lvad labs on admission without significant change in ast, alt, ldh or t.bili. On (B)(6) cardiac cath with mildly elevated filling pressures, (B)(6) heparin started. "On (B)(6) patient taken for bend relief surgery. Bend relief was partially resected with immediate relief of a protein material and decompression of graft. The material was removed with return of pump flows. Hm3 outflow clip applied to prevent future possibility of twisting of outflow graft.